Event description:
It was reported that during a chronic catheter placement procedure, the hub allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a chronic catheter placement procedure, the hub allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 12f navarre drainage catheter was returned for evaluation. Gross visual and microscopic visual evaluation were performed. The investigation is confirmed for the reported hub fracture and identified material separation issues as a complete fracture was noted on the proximal end of the catheter hub. Under microscopic observation, the fractured surface on the hub was noted to be jagged and uneven. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.